Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported touching the patient line connector and then proceeded to connect to the cassette. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) touched the end of the patient line connector. The hp wiped off the line and then proceeded to connect to the device. A technical service representative (tsr) advised the hp to restart therapy using new supplies and instructed the hp to inform a registered nurse (rn) about the contamination. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.